Event description:
It was reported via repair work order that the stair pro could not engage the stairs due to a detached track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.